Event description:
Information was received from a health care professional regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient programmer flagged three high impedances: c0 2801ohms, c2 2329ohms, and 02 4687ohms. The patient is programmed on 31 with no issues. The caller called for help interrogating the patient's battery. It was reviewed to the caller on h ow to check impedances so that they will print on the report to put into the patient's file for reference should it be needed. It was reviewed to the caller that no actions need to be taken as impedances are not super concerning and the patient is not programmed on them and is having no issues. The caller mainly just wanted to check the battery and it is at 2.92v. No symptoms reported. No further complications were reported or anticipated with this event.